Event description:
It was reported to nuvectra that the patient experienced an infection, due to an unknown reason. Subsequently the leads and stimulator were explanted 19 days post implant. Patient received antibiotics.